Event description:
It was reported that the patients ipg and leads were non-functional. The patient underwent an explant procedure. The explanted ipg and leads were not returned to bsn as it was not released by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 18189971.